Event description:
It was reported via phone call that insulin pump fell on the floor and was not working. Customer had experienced low blood glucose between 24 mg/dl and 39 mg/dl. Customer was under hospice care. During troubleshooting, it was found that settings were not adjusted to customer's new eating pattern as customer was eating less than normal. It was also noted that reservoir was showing more insulin than status screen showed. Customer requested that insulin pump be replaced for safety reasons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.